Event description:
It was reported that at the first interrogation following generator replacement surgery. The patient's mother stated she was informed of this at the surgery. Implant card from the patient's generator replacement surgery showed ok impedance, and there was no evidence of a complaint against the vns on the form (reason for replacement was prophylactic). No additional relevant information has been received to date.

Manufacturer narrative:
B5: event description - correction - inadvertently did not include high impedance information on initial MDR. B6: relevant date ¿ correction ¿ inadvertently did not include settings and diagnostics on initial MDR.

Event description:
Information was received that at first interrogation following generator replacement high impedance was seen. No additional relevant information has been received to date.